Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6)2005, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that both catheter segments were explanted due to a catheter issue. The health care provider (hcp) moved the catheter tip higher due to complaints of cervical pain not being controlled. The location of the issue was noted to be the catheter tip. The patient symptoms were noted as less than 50% therapy relief and the location of the issue was again noted to be at the catheter level. The patient status at the time of the report was noted as ¿alive-no injury¿. The pump system was being used to deliver morphine and bupivacaine. It was further reported that there was no obvious catheter issue and it was patent in the surgery. The hcp placed a new catheter in order to move the tip higher to target the patient¿s neck pain. The reporter was unsure of the patient¿s current therapy. Additional information has been requested, but was not available as of the date of this report.